Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to helix housing appeared smashed and the helix would not extend. This lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to helix housing appeared smashed and the helix would not extend. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis determined that the allegation against the lead was confirmed based on observation of a damaged lead tip which was likely handling damage. Moreover, visual inspection revealed no abnormalities other than induced damage.